Event description:
After treatment of four patients based on measurements from the bloodgas analyser abl825, it was observed that all the four measurement results used for the treatment, were identical with the measurement conducted just before the measurements of the four patients. No harm to the patients has been reported. The problem is caused by a sw bug.